Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the wire and burr were detached, removed using a snare and the procedure was cancelled. The 90% stenosed target was located in the moderately calcified main trunk which showed minimal curvature. However, an angle approaching 90 degrees was observed at the entrance from the left main circumflex artery. A 1.5mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that complete crossing was not achieved, and speed reduction occurred during each ablation. To assess the need for a size increase, ivus and other tools were inserted. At this point, both the rotawire and rotapro became detached. The rotawire crossed into the left anterior descending (lad) and circumflex (cx) arteries. Attempts were made to cover the detached guidewire with a non-boston scientific guide catheter, but these attempts were unsuccessful. Upon checking the proximal part of the separated guidewire in the lad and circumflex, it was noted that the guidewire was at the circumflex ostium and did not re-enter the left main trunk. The lesion was not dilated, which made stent delivery difficult and prevented diameter adjustment. Therefore, the lesion was left untreated, and no stent was delivered and left in place for observation. A reoperation procedure was performed on (B)(6) 2025 to retrieve the detached fragments that remained inside the patients body. The detached fragments were successfully removed using a snare. Rotary cutting was performed on the cx proximal using 1.5mm and 1.75mm burrs, and the procedure was completed successfully. The patients condition remained stable. No further patient complications reported.